Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.